Event description:
It was reported that a shaft break was occurred. A 2.75mm x 24mm liberté stent delivery system (sds) was used to treat the target lesion. While advancing the stent through a non bsc guide catheter, the shaft got broken. The procedure was completed with this device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break was occurred. A 2.75mm x 24mm liberté stent delivery system (sds) was used to treat the target lesion. While advancing the stent through a non bsc guide catheter, the shaft got broken. The procedure was completed with this device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the proximal portion of liberte/veriflex stent delivery system (sds) with a liberte shelf box and a 6f cordis guide catheter. The batch number on the packaging and device matched the reported batch. There was blood on the outer surface of the sds and in the lumen of the guide catheter. The balloon was tightly folded. The stent was secure between the markerbands. There were multiple hypotube kinks. An amplatz .035¿ guidewire was advanced through the guide catheter to push the distal end of the sds out of the guide catheter. The hypotube was completely separated 95cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).